Event description:
Report received from baxter states that device overinfused delivering 60ml in 60 hours. According to baxter the device contained marcaine or anapain and normal saline. The reporter states no patient injury resulted from this incident.